Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, it was learned that the device was removed due to a perivalvular leak, secondary to a sizing issue. According to the operative report, the valve was initially placed for severe aortic stenosis. After weaning the patient from bypass, tee demonstrated a perivalvular leak at the level of the right noncoronary cusp equivalent close to the post of the valve. The jet was of high velocity and appeared to be coming from around the valve. The patient was placed back on bypass and the valve was inspected. The valve appeared to be well seated; however, there seemed to be some retraction of the annulus. The root was dissected between the right coronary artery and the post of the valve. An attempt was made to repair the area; however, the leak persisted and the valve was replaced with a smaller valve (edwards) with satisfactory results. Additionally, it was indicated that the reason for explanting the valve was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an evaluation cannot be performed. No further actions are possible at this time.